Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
No additional information could be obtained to determine the cause of death. Complaint conclusion: as reported via the sapphire registry, a patient with a history of transient ischemic attack (tia), chronic obstructive pulmonary disease (copd), cardiac arrhythmia, congestive heart failure (chf), past smoking, and hypertension expired due to an unknown cause approximately ten weeks after having a stent placed in the mid left internal carotid artery. The death was discovered via the social security death index, and no additional information could be obtained regarding the cause of death. All patient contact numbers were disconnected. According to the investigator, the death was not related to the study stent. At the time of the index procedure, angiography revealed 95% stenosis in the mid left internal carotid artery. The lesion was ulcerated and the patient was asymptomatic. The length of the lesion and diameter of the reference vessel were unknown. A 7mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 40mm precise rx was implanted at the target lesion. The angioguard was retrieved, but it was unknown if debris was present in the filter basket. The patient left the angiography suite without neurological deficit and was discharged two days after the index procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, the patient did have a significant medical history which may have been the etiology behind his demise.

Event description:
As reported via the (B)(4) registry, a patient with a history of transient ischemic attack (tia), chronic obstructive pulmonary disease (copd), cardiac arrhythmia, congestive heart failure (chf), past smoking, and hypertension expired due to an unknown cause approximately ten weeks after the index procedure. The death was discovered via the social security death index, and no additional information could be obtained regarding the cause of death. All patient contact numbers were disconnected. According to the investigator, the death was not related to the study stent. At the time of the index procedure, angiography revealed 95% stenosis in the mid left internal carotid artery. The lesion was ulcerated and the patient was asymptomatic. The length of the lesion and diameter of the reference vessel were unknown. A 7mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 40mm precise rx was implanted at the target lesion. The angioguard was retrieved, but it was unknown if debris was present in the filter basket. The patient left the angiography suite without neurological deficit and was discharged two days after the index procedure.